Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was transferred for removal of the capsule from the patient's lung. The capsule was successfully removed via bronchoscopy and the patient recovered without further difficulty, and was discharged. There was no further patient injury reported.